Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cholecystectomy. According to the reporter: the clips were not closed well and fell into the abdominal cavity. After that a leak occurred. A stent had been replaced to prevent the leakage.